Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) due to a kinexus gateway connection failure. The health check #1 was successful. The usb to rs-232 cable was confirmed to be securely connected to the cycler¿s rs-232 port. The cycler was replaced due to the reported issue and the patient was advised to inform their pd registered nurse (pdrn) of the replacement. The patient confirmed they knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and stated they had capd/manual supplies to last for ten days. However, the patient said they would not perform capd therapy in the absence of a cycler. There was no patient involvement reported. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient stated they were able to complete their treatment. The patient also confirmed that the cycler was scheduled to be returned for evaluation, and the replacement cycler was expected to arrive the following day. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to a short found on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. An rs232 connection check was performed and passed. The rts light on db-9 tester illuminated successfully. A mushroom head check was also performed and passed. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. Patient treatment data uploaded successfully through gateway. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue of a gateway connection failure was not confirmed. However, a short was identified on the inverter board during evaluation of the cycler.